Manufacturer narrative:
(B)(4). Methods: the pins on the returned inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pins of the inspiratory limb were out of specification as the pin tip was bent, therefore full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Our monitoring and trending of bent pins on adult breathing circuits has a rate of occurrence of (B)(4).

Event description:
A healthcare facility in (B)(4) reported that the "wire" on an rt114 adult inspiratory heated breathing circuit was bent.no patient consequence was reported.

Manufacturer narrative:
(B)(4).the complaint breathing circuit is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the "wire" on an rt114 adult inspiratory heated breathing circuit was bent. No patient consequence was reported.